Manufacturer narrative:
On 6/26/2019, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Still pending is the manufacturer record evaluation, manufactured date and the expiration date. Therefore, a supplemental report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and foreign material was noted. During the procedure, a ¿spot¿ was found in the middle of the preface® guiding sheath. The issue was resolved by changing the a preface® guiding sheath with multipurpose curve to another one. The procedure was completed without patient's consequence. The customer¿s reported issue of ¿foreign material¿ has been assessed as an MDR reportable malfunction.